Event description:
It was reported that this inflatable penile prosthesis would not work. The pump would not transfer fluid. The device was removed and replaced. No patient complications were reported.